Event description:
Boston scientific received information that this device and right ventricular (rv) lead have chronically exhibited high out-of-range (oor) pacing impedances going back over a year, as well as increased thresholds. There are no plans to intervene at this time and the system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.